Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa). The 5x100mm absolute pro self-expanding stent system (sess) was advanced to the target lesion and the first 3cm of the stent was deployed without issue; however, the thumbwheel became stuck. Therefore, an attempt was to remove the sess, but stent became stretched 6 cm, and the thumbwheel was noted to start rotating again. The remainder of the stent was able to be released. Another absolute pro stent was implanted inside the absolute pro sess to ensure the stent remained open. There was no adverse patient sequela no clinically significant delay reported in the procedure. No additional information was provided.